Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, failure to interrogate via radio frequency (rf) and invalid stored electrograms were observed. Only wand telemetry was available. It was suspected that the device was in rf telemetry lockout. It was mentioned that the patient underwent radiation therapy, and magnet was applied to the device. The patient was stable and being monitored.